Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during pre-discharge device check, the right ventricular lead exhibited noise. The noise could be reproduced with the patient coughing. During lead revision it was observed that the lead was sitting on the diaphragm resulting in myopotential oversensing. The lead was repositioned resolving the noise issue. No noise was noted during follow-up the next day. During lead revision procedure, when disconnecting the leads, it was noted that the left ventricular lead could not easily be removed from the header. The physician elected to explant and replace the lead. Patient was doing well post implant.